Event description:
Sales rep (B) (4) reported that a nurse at the hospital had reported to her that a oic cage had broken during insertion. No further info was withheld.

Manufacturer narrative:
Add'l info has been requested; any add'l info obtained during the investigation, will be submitted in a f/u report.